Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00194 on 11-sep-2023. Additional information (03-oct-2023): additional data was not available to further evaluate this incident. The instrument is operational. The investigation findings and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the original instrument. The repeat result was higher than the initial result and matched the patient's previous results. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that a falsely depressed sodium (na) result was obtained on a patient sample on the dimension exl with lm instrument. Quality control (qc) was valid on the day of sample processing. All other patients' results recovered acceptably. The sample probe was reseated and aligned and a system check was performed on the instrument, which passed. The cause of the falsely depressed na result is unknown. Siemens is evaluating the issue.